Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation and attempted vacuuming, the 3.00x20mm trek rx balloon dilatation catheter (bdc) failed to maintain negative pressure as residual air/contrast remained visible in the balloon/shaft, indicating inability to fully collapse the balloon. A new trek bdc was used to complete the procedure. There was no device use or patient involvement, and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection, functional testing, and dimensional analysis were performed on the returned device. The reported leak could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported leak could not be determined. Possible factors that can contribute to a leak in the system, include, but are not limited to, a loose connection with the indeflator or insufficient preparation prior to use. In this case, a conclusive cause for the reported complaint could not be determined since the reported leak could not be confirmed during return device analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 1149 removed